Manufacturer narrative:
The reported events of suture sleeve tie down damage was confirmed but the reported events of high pacing lead impedance and conductor fracture were not confirmed. As received, a complete lead was returned in one piece. Visual inspection found the outer insulation was cut and the outer coil was compressed at the suture sleeve tie location consistent with the reported event of suture sleeve tie down damage. Electrical testing and x-ray examination did not find any indication of conductor fractures. All the damages found are consistent with procedural damage.

Event description:
During implant, an increase in pacing impedance was observed on the right ventricular (rv) lead. It was noted that the lead was damaged at the suture sleeve. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.